Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. The device was programmed to infuse in thirty (30) minutes; however, it infused in seventeen (17) minutes. Customer states it may have been a programming error. The clinician placed too much volume to be infused. Clinician believed it was a 100ml bag, however it was a 50ml bag. There was patient involvement but no harm.

Event description:
It was reported an over infusion. The device was programmed to infuse in thirty (30) minutes; however, it infused in seventeen (17) minutes. Customer states it may have been a programming error. The clinician placed too much volume to be infused. Clinician believed it was a 100ml bag, however it was a 50ml bag. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-139661 is a concomitant. Please refer to manufacturer report number 2016493-2025-139657, which captured the correct suspect device per investigation report.